Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (0000218494) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure via femoral access for an acute ischemic stroke (ais) targeting the right internal carotid artery (ica) with severe tortuosity in both the aorta and brachiocephalic artery, after preparation, the 95cm emboguard 87 balloon guide catheter (bg8795u / 0000218494) was advanced to the ica with a combination of a 6f coaxial catheter and a 0.0035-inch guidewire; the emboguard was inflated as an anchor. During deflation, liquid would not come out from the emboguard. The aortic arch was checked and the emboguard was observed to be kinked. The emboguard was pulled from the patient¿s anatomy, the 6f coaxial catheter was inserted into the common carotid artery (cca) and attempted to guide the microcatheter. As the microcatheter could not be advanced to the target lesion, it was replaced with a branchor balloon guide catheter (bgc) (asahi-intecc) to treat the lesion; the branchor bgc also could not be advanced. It was reported that continuous flush was maintained. The physician tried an approach from the brachial artery and attempted to insert an axcelguide¿ guiding sheath (medikit co, ltd), but could not because the vessel was fragile. The procedure was canceled. There was no negative impact to the patient. On 21-apr-2024, additional information was received. The information corrected the location of the target lesion. Per the information, the target was ¿the left internal carotid artery, not the right.¿ the information indicated that ¿deflation was started by pulling the catheter from [the] ica to the cca position with applying negative pressure. A kink of the proximal side of [the] emboguard was found during through [the] descending aorta, around abdominal area. After the tip of the emboguard was placed at [the] cca position and the microcatheter was attempted to insert. As the microcatheter could not be advanced to the target lesion, [it was] replaced with the competitor branchor x to treat the lesion, which also could not be advanced. Approach to [the] cca was also difficult. Then switched to brachial artery approach.¿. On 23-apr-2024, additional information was received. Per the information, the response to the question of whether dilator or access catheter was used, was ¿6f coaxial catheter was used.¿ the branchor balloon guide catheter could not be advanced to the target lesion, approach to the common carotid artery (cca) was also difficult. Information related to the microcatheter used could not be obtained.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 07-may-2024. [Additional information]: on 07-may-2024, additional information was received. Per the information, there a peel-away sheath was used. The deflation issue was encountered after the first inflation and the emboguard balloon catheter was not used after that. The information indicated that the issue that it took a long time to remove air with the emboguard catheter was found during preparation. No other procedure is planned. Further information is not available as the physician did not provide further information. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.